Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a system controller replace alarm seen in conjunction with a power and flow spike. The alarm spontaneously resolved. The patient stated that they had not had any alarms and felt fine at the time with exception to some intermittent chest pain. Log files were sent for review. The log files captured the system controller fault event on 17feb2026 at 1:50 associated with a backup processor fault. The event was brief and self-resolved. The power elevation occurred on the mobile power unit power (mpu). It was later reported that the patient was awaiting a computed tomography angiography (cta).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace controller alarm was confirmed via the provided log file. The log file captured a replace controller alarm on 17feb2026. The alarm correlated to a backup processor fault, and the alarm self-resolved shortly after activation. The alarm did not prevent the pump from operating as intended throughout the data. The system controller (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system controller was not provided. The heartmate ii patient handbook, section 5 ¿alarms and troubleshooting¿, and the heartmate ii instructions for use, section 7 ¿alarms and troubleshooting", describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with replace controller conditions. The heartmate ii patient handbook, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.